Manufacturer narrative:
During further troubleshooting reporter indicated canula looked kinked. A review of the device logs indicate cartridges are changed past the recommended time. Humalog insulin has been tested for 48 hours and cartridges are being replaced past three days.

Event description:
Received information stating patient has been experiencing high bg's (200's mg/dl).